Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications rlt281414/14169540: (B)(4). Additional device implanted: pxc121200/14413713, (B)(4).

Event description:
On (B)(6) 2016, this patient underwent endovascular repair of an abdominal aortic aneurysm using a gore® excluder® aaa endoprosthesis. On (B)(6) 2016, the patient developed flank pain and computed tomography indicated retroperitoneal bleed and right kidney pericapsular hemorrhage. The patient was transfused with partial red blood cells.